Event description:
Reporter states that a lab to coaguchek xs comparison yielded results of 4.5 inr and 3.1 inr. It is unclear which result is the lab or caoguchek xs result. The patient was advised not to dose coumadin based on device results after this comparison. No adverse event reported. Requested return of suspect system and replacement was sent.